Manufacturer narrative:
A manufacturing evaluation was preformed: investigation of the returned implant holder has shown that the inner and outer shafts are completely stuck. After disassembling of the two parts we found some heavy stress marks at the forefront of the thread shaft and also inside the hole of the implant holder shaft. Due to the visible damages it is supposed that a mechanical overload, par example by too much lateral stress, caused the complained malfunction. However, based on the provided detail the exact cause of this occurrence cannot be determined. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in denmark as follows: it was reported that the implant holder got stuck with the trial implant during a surgical procedure. There was no surgical delay or patient harm. This complaint addresses the trial implant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Implant and explant dates: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.